Event description:
It was reported that "after insertion, screw head remained attached to screwdriver and separated from screw shaft. Shaft was fully seated and could not be removed. Surgeon burred off the top of the shaft to allow rod to seat."

Manufacturer narrative:
Method - visual inspection, manufacturing record review, complaint history analysis and risk assessment. Results - visual inspection: only tulip was received for investigation. No particular damages are visible on the threads except an impact on first thread and loss of anodization on opposite last thread. The shaft was left in the bone. Manufacturing record review: no discrepancies noted. Complaint history analysis: 7 previous records involving 7 implants for tulip disengagement during screw insertion. Over-load and insufficient engagement of screw into screwdriver were identified as major causes contributing into the failure. Risk assessment: the surgery was completed successfully with no significant delay, the failed screw was not replaced and the bone screw was left in the pt to avoid damaging the bone by pulling it out. Conclusion - several assumptions about failure cause were done in the investigation report. According to the sales rep, the screw channel was prepared in the normal manner but the pt's bones were hard. Without inspection of the bone screw, it is hard to make any definitive conclusions.